Event description:
Patient reported that she entered the sensor code and it did not went to the warm up. It immediately start giving the readings and a few mins later it asked for the sensor code still did not start the warm up.

Manufacturer narrative:
(B)(4).